Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a shock impedance measurement of greater than 125 ohms. A 31j shock was subsequently delivered with normal impedance.

Event description:
Boston scientific (formerly guidant) received information that this implantable cardioverter defibrillator (ICD) exhibited a shock impedance measurement of greater than 125 ohms. A 31j shock was subsequently delivered with normal impedance.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A review of the memory log noted that the shock impedance measurements while implanted were high with the weekly average about 100 ohms. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
Technical services discussed possible causes of the impedance measurement, including a loose setscrew. The physician was comfortable with the impedance of the 31j shock, so no invasive evaluation was performed. The device was explanted for normal battery depletion over four years later and returned for analysis. Detailed analysis is pending.